Event description:
According to the reporter, during the robotic case via laparoscopic bariatric procedure doing an access port entry, the hand instrument had a solution leak. When the surgeon was placed, the ports for the robotic case and the staff noticed the brown colored fluid on the drape. Upon further investigation, the hand instrument unit was picked up and had the same brown fluid leaking out of it and onto the sterile zone. There were two entry port incisions that had been made. To resolve the issue, the surgeon decided to cancel the surgery to watch for any complications and postponed for a week. There was a 30 minutes or more surgical time extension and extended hospital stay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.